Event description:
It was reported that the meter's bolus calculator had an error in the calculation of the active insulin. No more details are available.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.